Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record for part # 00770302000 serial # (B)(6). Determined cutter produced an incomplete cut; however, the repair was not completed because the cutter is not repairable. Devices are used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that there was an incomplete mesh. The event took place during meshing of previously recovered cadaver skin. Hence there was no harm or delay, and no patient involvement. No adverse events were reported as a result of this malfunction.